Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional follow up information regarding the cause of death and circumstances of death have been requested and not yet received.

Event description:
It was reported that the clinician could not interrogate the device and wondered if the battery could be dead. No pacing was noted. The device had never had an interrogation since implant. Durring follow up to determine if any intervention had taken place it was discovered that the patient had expired. Additional follow up has been attempted. Information has been requested an not yet received.